Event description:
During the regular follow-up dated 24 jan 2017, device interrogation was attempted by placing the programming head over the implant site of the subject device. However, the pacemaker failed to be interrogated by the programmer. Additional attempts were made to interrogate the pacemaker while the positioning of the programming head was changed multiple times, and finally the programmer displayed the message prompting re-initialization of the pacemaker: ¿do you want to reinitialize the implant?¿. After the ok button was clicked for this message, the pacemaker was re-initialized and interrogated with its parameters set to ¿as shipped¿ values. After the parameters were reprogrammed to the previous values, pacemaker check was performed. In this pacemaker check, the following findings were obtained: no abnormalities were noticed in the lead measurements. Compared to the last follow-up on (B)(6) 2016 (i.e. 6 months before), the battery impedance increased from 1.2kohm to 3.28kohms. With the battery depletion considered, the next follow-up was scheduled in 3 months. As supplemental information, the pacemaker was previously programmed to vvi mode, basic rate 50 min-1, and ventricular output 2.5 v / 0.35 ms due to a fracture of the atrial lead noticed in the past. Preliminary analysis did not reveal any irregularities.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states. Preliminary analysis did not reveal any irregularities.

Event description:
During the regular follow-up dated (B)(6) 2017, device interrogation was attempted by placing the programming head over the implant site of the subject device. However, the pacemaker failed to be interrogated by the programmer. Additional attempts were made to interrogate the pacemaker while the positioning of the programming head was changed multiple times, and finally the programmer displayed the message prompting re-initialization of the pacemaker: ¿do you want to reinitialize the implant?¿. After the ok button was clicked for this message, the pacemaker was re-initialized and interrogated with its parameters set to ¿as shipped¿ values. After the parameters were reprogrammed to the previous values, pacemaker check was performed. In this pacemaker check, the following findings were obtained: no abnormalities were noticed in the lead measurements. Compared to the last follow-up on (B)(6) 2016 (i.e. 6 months before), the battery impedance increased from 1.2kohm to 3.28kohms. With the battery depletion considered, the next follow-up was scheduled in 3 months. As supplemental information, the pacemaker was previously programmed to vvi mode, basic rate 50 min-1, and ventricular output 2.5 v / 0.35 ms due to a fracture of the atrial lead noticed in the past. Preliminary analysis did not reveal any irregularities.